Event description:
It was reported that: first case of the day, the doctor was using lma and upon attempting to ventilate the pt, the doctor reported that the pt was unable to exhale and there were no co2 readings present. The pt was manually ventilated with an alternative device and the case was cancelled. No pt injury.